Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The therapies were deactivated and the lead was explanted and replaced to resolve the event. The patient was in stable condition. Lead damage was suspected to be the cause of the event; however, this was not confirmed via diagnostic imaging or visually during the explant procedure.

Manufacturer narrative:
The reported events of noise resulting oversensing and lead damage could not be confirmed. As received, only the distal segment of the lead was returned in one piece. Electrical testing and x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies except for the damages found consistent with those occurring during the time of the procedure.